Manufacturer narrative:
(B)(4). Igtcfs-65-fem-celect-perm.investigation is still in progress

Event description:
Description of event according to study: on (B)(6) 2015 (eight days pre-procedure), the pre-placement ultrasound was completed. It revealed no thrombus in the inferior vena cava (ivc), pelvic veins, or right lower extremity. Thrombus was present in the left lower extremity. The primary reason for the filter placement was a current dvt with no contraindication to anticoagulation but added risk due to a surgical or endovascular procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 17.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot #e3264113) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. On the same day of the procedure, the patient was discharged from the hospital. On (B)(6) 2016 (380 days post-procedure) the abdominal CT with intravenous contrast revealed no evidence of filter embolization. Filter leg interaction with the ivc wall was noted to be a grade 2. These imaging results were not associated with clinical sequelae, intervention/treatment, or lead to filter retrieval. Analysis of the twelve-month follow-up abdominal CT revealed no evidence of filter embolization. The angle of filter tilt in the sagittal plane was 16.8 degrees and 12 degrees in the coronal plane. There were two grade 0 filter legs, four grade1 filter legs, and three grade 2 filter legs. Three grade 3 filter legs affected a vertebral body and the duodenum. None of the grade 2 or grade 3 filter legs were associated with hemorrhage, hematoma formation, or other clinical findings at the perforation/puncture sites. Patient outcome: the patient remains in the study and no adverse events related to the device have been reported.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-fem-celect-perm. Summary of investigational findings: on imaging of deployment of the filter demonstrated significant anterior tilt, mainly since it was deployed across an angulated segment of ivc. The primary and secondary legs likely attempted to self centered at this transition point resulting in this abnormal configuration. Approx. 12 months after placement the filter had migrated caudally, probably due to slightly different projections obtained during the radiograph as well as slight worsening of the patient's scoliosis/kyphosis. There are several grade 2 and grade 3 penetrations involving both primary and secondary ivc filter legs. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. 15 mm <ivc< 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm). Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2015 (eight days pre-procedure), the pre-placement ultrasound was completed. It revealed no thrombus in the inferior vena cava (ivc), pelvic veins, or right lower extremity. Thrombus was present in the left lower extremity. The primary reason for the filter placement was a current dvt with no contraindication to anticoagulation but added risk due to a surgical or endovascular procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 17.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot #e3264113) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. On the same day of the procedure, the patient was discharged from the hospital. On (B)(6) 2016 (380 days post-procedure) the abdominal CT with intravenous contrast revealed no evidence of filter embolization. Filter leg interaction with the ivc wall was noted to be a grade 2. These imaging results were not associated with clinical sequelae, intervention/treatment, or lead to filter retrieval. Analysis of the twelve-month follow-up abdominal CT revealed no evidence of filter embolization. The angle of filter tilt in the sagittal plane was 16.8 degrees and 12 degrees in the coronal plane. There were two grade 0 filter legs, four grade1 filter legs, and three grade 2 filter legs. Three grade 3 filter legs affected a vertebral body and the duodenum. None of the grade 2 or grade 3 filter legs were associated with hemorrhage, hematoma formation, or other clinical findings at the perforation/puncture sites. Patient outcome: the patient remains in the study and no adverse events related to the device have been reported.